Manufacturer narrative:
Investigations determined the customer is not performing calibration every 29 days according to instructions for use. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas integra 400 plus analyzer serial number is (B)(4). The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with tina-quant hbalc gen. 3 on a cobas integra 400 plus. The patient sample resulted in an hba1c value of 6.27 %. The patient's treating doctor questioned the result because if did not match the patient's clinical presentation. The patient was not diabetic. A second sample was collected from the patient at another laboratory and the result for this sample was 5.2 %.